Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to the terminal pin breaking apart upon removing from the header. This lead damage occurred during the explant of the device. No adverse patient effects were reported.